Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device retained by the hospital.

Event description:
Dr. (B)(6) patient had her original surgery performed in (B)(6). No implant record available or date. Patient met dr. (B)(6) criteria for requiring revision surgery. Additional information received from legal: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2012 failed causing pain and numerous dislocations, which required revision surgery on (B)(6) 2016.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Dr. (B)(6) patient had her original surgery performed in (B)(6). No implant record available or date. Patient met dr. (B)(6) criteria for requiring revision surgery. Additional information received from legal: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2012 failed causing pain and numerous dislocations, which required revision surgery on (B)(6) 2016.